Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section g5 is for the domestic similar product. Lots 16038103, 15098063 and 16078070 were reported as affected, however it is unknown what lot the suspect sample is from. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The customer's report suggests that the nurse found the silicone on the surface of the needle free valve cracked and leaking during patient use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Failure investigation of the returned sample determined that this is a reportable complaint. The customer¿s report that the silicone on the surface of the needle free valve cracked and leaked was confirmed. The customer returned 4 samples for investigation. Visual inspection of the returned samples observed that the silicone piston surface of each of the returned samples was slightly damaged with a small part of the silicone missing. Functional testing identified fluid leakage on 2 of the samples. The root cause could not be determined.

Manufacturer narrative:
Additional information received from the customer determined that this complaint is not MDR reportable.